Event description:
It was reported that the customer's insulin pump stopped administering insulin, but no specifics were provided on why it stopped. As a result, the customer experienced diabetic ketoacidosis and required hospitalization. The healthcare provider recommended reverting to manual insulin therapy. Customer declined follow up, no additional information was provided.